Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. Upper case is contaminated. Lower case and both bail covers are broken. Battery contacts are compressed. The ring is bent. Keyboard is damaged (pitted).

Event description:
It was reported the face is cracked. It was also reported it intermittently shows failure of self test even with a new battery, but it doesn't happen every time the device is turned on. The device was returned for repair. No patient involvement was reported.